Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console exhibited footswitch issue which caused a pause in laser treatment. At each pedal stroke, the laser paused, and no impact was delivered. The machine voice indicated laser paused. Additional information received indicated that the laser postponed to further consultation. There was no report on patient health current condition.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction as the reported product endocular laser was not considered as a suspect for this incident no further reports will be reported under mfg report num 2028159-2022-01598. The manufacturer internal reference number is: (B)(4).